Manufacturer narrative:
The t:slim g4 pump user guide states: if you start to set a temp rate alert, but do not complete the request within 90 seconds, the incomplete temp rate alert occurs. You are prompted to continue setting up your temp rate, or tap back if you do not want to continue setting up your temp rate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced elevated blood glucose (bg) levels ranging between 250-350's mg/dl. The customer attributed the elevated bg levels to the "dawn phenomenon". During the elevated bg levels, the customer was reviewing the temporary rate feature as a possible way to address the bg levels and manual injections were administered to address the bg levels instead. The customer received a valid incomplete temporary rate alert due to not exiting the screen. Tandem technical support educated the customer in regards to this alert.